Event description:
Reportable based on the device analysis completed on 28aug2025. It was reported that failed to inflate occurred. A symmetry 40 balloon catheter was advanced for dilatation. During the procedure, the balloon was inserted along the guidewire into the lesion part. Inflation was performed, but the proximal side of the balloon did not inflate normally. The procedure was completed using the original device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
The device was returned for analysis. Visual examination showed that the balloon was not folded, indicating exposure to positive pressure. The balloon was connected to an encore inflation device, and when positive pressure was applied, fluid leakage was observed from a pinhole located at the proximal edge of the proximal balloon cone, approximately 6 mm proximal to the proximal markerband. According to symmetry specifications, the rated burst pressure for this device is 15 atmospheres. Visual and tactile inspection revealed no damage or abnormalities in the shaft of the device. Additionally, examination of the device tip identified no issues that could have contributed to the reported incident.